Manufacturer narrative:
Correction: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the battery experienced a thermal event. There were signs of leakage on the sides and on the battery positive terminal. There were also signs of where the plastic sleeve of the battery had melted and indentations on the battery. Further investigation revealed damage to both the pcb and a blown fuse. There was evidence of burning and melting plastic to various surface mounted components, including integrated circuits, connector interfaces and the pcb itself. It was reported that during installation, after inserting the battery correctly, the unit blew air briefly after 20 seconds and started smoking without putting the unit on. The unit was not connected to the mains. The battery also appeared to have exploded. The battery was quickly removed and the device stopped smoking. There were no indicators of an error. The reported issue was confirmed. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during installation, after inserting the battery correctly, the unit blew air briefly after 20 seconds and started smoking without putting the unit on. The unit was not connected to the mains. The battery also appeared to have exploded. The battery was quickly removed and the device stopped smoking. There were no indicators of an error. There was no patient involvement and no injury to operators.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during installation and starting the new cuff controller, smoke was coming out of the device for about 20 seconds and switched off the unit. There were no indicators of an error. There was no patient involvement and no injury to operators.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the battery experienced a thermal event. There were signs of leakage on the sides and on the battery positive terminal. There were also signs of where the plastic sleeve of the battery had melted and indentations on the battery. Further investigation revealed damage to both the pcb and a blown fuse. There was evidence of burning and melting plastic to various surface mounted components, including integrated circuits, connector interfaces and the pcb itself. It was reported that during installation; after inserting the battery correctly, the unit blew air briefly after 20 seconds and started smoking very badly without putting the unit on. The unit was not connected to the mains. The battery also appears to have exploded. The battery was quickly removed and the device stopped smoking. There were no indicators of an error. The reported issue was confirmed. The most likely cause was determined to be a component issue. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.